Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire and an adverse event was reported. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated upon removal of the sensor wire, there was no sensor wire visible. Because she did not see the wire, she took the patient to the hospital to have the insertion area examined and it was determined that the sensor wire was still in the patient¿s body. The patient¿s mother indicated that the patient had the sensor wire surgically removed the same day. At the time of contact, the patient was doing well. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.